Manufacturer narrative:
Conclusion: the reported event indicates that the inline sheath would not advance of the delivery catheter system (dcs) would not advance through the patient¿s right external iliac artery. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the diameter of the external iliac artery (eia) was 4.1mm. Per the evolut instructions for use (IFU), patients must present with trans-arterial access vessels with diameters that are =5 mm when using the this product model. This indicates that the probable cause of the advancement difficulties was patient anatomy. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the blood vessel may have been injured by insertion of the dcs into the site of stenosis and calcification, however, as no procedural images were provided and no pre-case plan was provided, an assignable root cause of the vascular complication cannot be determined. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with stenosis of the right external iliac artery (eia) of 4.1 mm with calcification, the inline sheath would not advance. A pre-implant balloon angioplasty was performed. A second attempt was made with a 7mm balloon, but it "could only be accessed halfway". A 14fr non-medtronic sheath was inserted followed by the inline sheath. Following valve implant, hemostasis was not achieved at the site of delivery catheter system (dcs) insertion. A vascular injury (not dissection) of the eia was suspected. The procedure was converted to surgical repair to address the bleed. Following surgical repair, stenosis of the surgical repair site was suspected based on poor blood flow seen by echography. Bleeding near the right eia was noted and surgical repair was performed again. Per the physician, the blood vessel may have been injured by insertion of the dcs into the site of stenosis and calcification. Per the physician, the vessel stenosis may have been caused by the surgical repair procedure in which the vessel may have been tightened too tight. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which further clarified that originally the blood vessel had poor properties and had a small dia meter, so the physician used a non-medtronic irregular sheath. After transcatheter valve implant, hemostasis could not be achieved when the sheath was removed. Thus the balloon was used to achieve hemostasis. Hemostasis was successful. However, occlusion occurred. The poor blood flow in the lower limbs was due to the arterial occlusion. As result, surgical intervention repaired the occlusion. No additional adverse patient effects reported.

Event description:
Additional information was received which indicated following the valve implant a peripheral vascular thromboembolism was identified. An endovascular thrombectomy (evt) was performed for the left common femoral artery (cfa) and superficial femoral artery (sfa) due to arterial occlusion in the lower extremities after surgical hemostasis. Patch anastomosis was performed using a synthetic graft due to a right femoral artery defect. Due to poor blood flow in the lower limbs, the blood vessel was repaired by blocking it with a balloon. Improvement of blood flow in the lower limbs ¿from 100% to 0%¿ was observed. Hemostasis was confirmed. This incident was reported to have required hospitalization/ prolonged hospitalization for treatment. Additionally, twenty-two days following the valve implant procedure and after the right femoral artery intervention, a right inguinal lymph fistula formed. Lymphostomy was reported. An infection at the lymphatic fistula site developed. This required cleaning of the site, the use of vacuum assisted therapy. The infection cultures became negative and the wound closure/surgical incision closure occurred approximately 35 days following the onset of the right inguinal lymph fistula. This event was reported as resolved. Of note, this lymphatic fistula infection was reported as unrelated to the medtronic device but unknow if related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2, b5, h6 annex e and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.